Event description:
Pt had been on dialysis approx 2 hours - began complaining of abdominal pain and cramping. Taken off to go to bathroom returned to treatment. Forty-five minutes later symptoms worsened. On inspection of lines discovered venous line pinched and partially occluded in dialyzer holder. Treatment discontinued blood not returned, volume replaced w/saline. Stabilized pt - returned to treatment on new dialyzer and lines for 2 hours. Symptoms decreased to some degree. Pt sent to emergency room for evaluation, admitted with acute pancreatitis.